Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's defibrillator displayed abnormal battery depletion. Reportedly, longevity calculations appear normal. Consequently, the device remains implanted and will be monitored for such a time. Surgical intervention is not currently planned.